Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, h.6

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: creases are observed. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, a left side capsular contraction, baker grade iii/IV implant exchange. The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side capsular contraction baker grade iii/IV implant exchange. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: capsular contracture baker grade iii/IV.